Manufacturer narrative:
An analysis of the product could not be conducted because a physical sample was not received for evaluation. However, a review of the manufacturing records for the finished device lot number was performed, and no nonconformances or irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed in accordance with approved specifications. Additionally, monitoring for potential safety signals will continue through complaint trending as part of post-market surveillance. If the product is received at a later date, the investigation will be updated accordingly. The manufacturing number is (B)(4).

Event description:
(B)(4) received from tga regarding the ethicon prosthesis for incontinence. Product details: gynecare tvt exact retropubic mid-urethral sling - prosthesis for incontinence. Date of implantation: (B)(6) 2015. Clinical event information: the patient had the tvt inserted on (B)(6) 2015, and the procedure and recovery were uneventful. The patient reports a 10-year history of lower abdominal pain, which is described as sharp and located across the pelvic bone. The patient also experiences urgency and urge incontinence, pre-emptive voiding, and is unable to hold urine for more than 2 hours. Additionally, the patient passes urine 2 to 5 times each night. The patient is facing recurrent incontinence and chronic pain. Disclaimer: no further information is available as the reporter's details have not been disclosed.